Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. This complaint was opened to document complaints derived through a journal article review. Follow-ups were done to try and obtain additional information from the author of the journal article. No further information was received. Device history lot : a manufacturing record evaluation (mre) was not possible because the required lot code was not provided.

Manufacturer narrative:
Product complaint # :(B)(4) if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The literature article titled, "pes anserinus pain syndrome following total knee arthroplasty for degenerative varus: incidence and predictors" written by abdulrahman d. Algarni published by international orthopaedics (2020) published online on 11 february 2020 was reviewed. The article's purpose was to determine the incidence of pes anserinus pain syndrome post primary tka and identify potential risk factors and assess its response to treatment. Data was compiled from 389 primary tkas performed between july 2012 and march 2018 with patients age greater than or equal to 45 years with follow ups 6 months to 2.5 years. All patients received pfc sigma without patellar resurfacing. Cement manufacturer is not identified. Results were finding 22 patients with paps all women and all were initially treated conservatively with a combination of nsaids (local and oral) and various pt modalities (ultrasound therapy, pa stretching and strengthening exercises). The treatment was adequate for 18 of the 22 cases and the remaining four required additional local steroid injection given once and no further complications and paps symptoms resolving sufficiently. Depuy products (pfc sigma): femoral, tibial tray, insert. Adverse event: pes anserinus pain syndrome treated by nsaids and local steroid injection.